Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
This complaint is from a data use agreement (dua). The preliminary data report was from the (B)(6), which includes information collected from (B)(6) hospital and (B)(6), as part of an on-going data use agreement. Attached is the interim version of the data collection template (dct), which includes safety-related information for the va-lcp ppfx system. A total of 13 complications have been reported across 10 patients. Seven of these led to revision or reoperation surgeries, with two cases considered device related¿specifically due to adverse tissue reaction and trochanteric bursitis. The remaining revisions were associated with pain, infection, nonunion, sepsis, and hardware prominence. Other reported complications include post-operative and intra-operative fractures, superficial infection, and one death due to natural causes. Subject number (B)(6), 45-year-old female. Patient experienced osteomyelitis removal of implants and conversion to tha. Implant(s) involved: 02.221.084 (1). 02.221.174 (1). Unknown cables (2). 02.120.606 (1). 3.5 locking screw (3). 3.5 cortex screws (5). 298.803 (1).